Event description:
A patient underwent a pulsed field ablation procedure using the volt catheter for pulmonary vein isolation (pvi). During the procedure, atrial fibrillation organized into atypical flutter, which the physician ablated at the mitral isthmus and roof using the volt catheter in an off label manner. Additional ablations were performed at the lateral mitral isthmus and posterior wall. The arrhythmia converted to typical flutter, which was successfully ablated with a therapy catheter. No procedural complications or device performance issues were reported. The procedure lasted approximately three hours, and immediate post procedure assessments showed no adverse symptoms. The following day, the patient developed diplopia. Neurological evaluation led to treatment for a suspected stroke, and subsequent imaging confirmed a thromboembolic event. The patient has a history of two prior strokes. The physician did not attribute the event to any abbott device, and no device malfunction was identified. The cause of the stroke remains unknown.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.